Manufacturer narrative:
Citation: wang j, et al. Infective endocarditis after transcatheter versus surgical aortic valve replacement: a meta-analysis. Angiology. 2020 nov;71(10):955-965. Doi: 10.1177/0003319720941761. Epub 2020 jul 28. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the incidence, characteristics, and risk factors of infective endocarditis following transcatheter aortic valve replacement (tavr). All data was collected from a meta-analysis review of 21 studies. Of the 68,213 patients included in the study population (demographic information not available for entire cohort), an unidentified total number of patients underwent tavr with the medtronic corevalve. No unique device identifier numbers were provided. Among all 21 studies included in the meta-analysis, the pooled incidence of endocarditis within one-year after tavr was 0.9%. The authors pooled six of the 21 studies to analyze the clinical characteristics and outcomes of patients with endocarditis after tavr. A combination of corevalve and edwards sapien valves were used in these six studies. Fever was the most common initial symptom. Echocardiographic findings revealed the percentage of vegetation was 69.2%; new aortic regurgitation 9.6%; and new mitral regurgitation 14.6%. Of the pooled six studies, endocarditis-associated in-hospital mortality was 37.8%. The manufacturer of the valve used to treat each of these patients was not disclosed; therefore, a direct correlation was not made between corevalve and the deaths. Of the pooled six studies, adverse events accompanied with endocarditis included: hospitalization, heart failure, septic shock, persistent infection, stroke, and systemic embolism. Corevalve may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.